Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead, product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#: (B)(4); product ID: 977c290, serial/lot #:(B)(4) , ubd: 24-jan-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they noticed their implantable neurostimulator had not been working. They stated that their healthcare provider (hcp) eventually discovered that it was because an electrode near c5 was calcified. The patient mentioned that the hcp tried to replace the ¿electrode¿ but told the patient that they ¿could not get it to read on the spinal cord.¿ the patient was unable to provide the event date. They stated that their hcp stated the system would have to be replaced.